Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was taken to the emergency room due to high blood glucose. The infusion set was changed and his blood glucose did not come down. Troubleshooting was performed. Settings and histories in the device were fine. The insulin pump passed the self-test but insulin did not exit. Found that there is a leak at the luer connection.